Manufacturer narrative:
"Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was [07/10/2024]." This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, the equipment was returned to olympus without performing or completing the reprocessing at the facility, resulting in foreign matter remaining in the air and water supply nozzles. The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a foreign material was found inside the nozzle causing the clogging. There were no reports of patient involvement.